Manufacturer narrative:
Insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, missing retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage. Customer's blood glucose was unknown at the time of the incident. It was reported that the pump had a broken reservoir hatch. The insulin pump was returned for analysis.